Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, a 34mm annuloplasty ring was explanted at implant and replaced by a 30mm annuloplasty ring due to regurgitation detected on echocardiography. A response was received through sales that the device was explanted after coming off bypass for a sizing issue. "The problem was not connected with the device but with the technique chosen by the surgeon." There was no allegation of a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: it is unknown if the device is available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring.